Event description:
It was reported that the right atrial (ra) lead fell out of position and could no longer sense or pace. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr implantable pulse generator (ipg) (B)(6) 2009. (B)(4).